Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 412 mg/dl with vomiting associated with an alleged occlusion alarm issue with the cartridge. Reportedly, the patient remained on the pump and received treatment by a health care provider in the form of phone advice and another unspecified treatment. During troubleshooting with customer technical support, (cts) it was revealed that the patient was over/under cycling the cartridge which can lead to an occlusion alarm and the patient did not follow the instructions for use of the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.